Manufacturer narrative:
The reported event of a separation failure was not confirmed by analysis. As received, a complete lead was returned for analysis. Final analysis did not find any anomalies.

Event description:
It was reported that the patient presented at the operation room for a standard generator implant procedure. During the procedure, it was found that the patient's left ventricular (lv) lead exhibited a separation failure and the lv lead could not successfully be implanted on (B)(6) 2025. The patient remained stable.